Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-34, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4). (B)(4) applies to the delivery catheter system. (B)(4) applies to the valve. The valve remained implanted and the delivery catheter system (dcs) was discarded. Therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant procedure a balloon aortic valvuloplasty (bav) was performed on the femoral and iliac arteries using a 60 mm balloon due to calcification and narrow vessels. A right access transfemoral approach with inline sheath was performed for better results rather than the initially planned transapical. During the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon due to a calcified vessel. The valve was implanted at the correct location of 5 mm. Following deployment of the valve, severe paravalvular leak (pvl) was reported and the patient's hemodynamics were poor. A post-implant bav was performed using a 28 mm balloon but severe pvl remained. Another bav was performed with a 30 mm balloon but severe pvl still remained. At this point, a ventricular septal defect (vsd) developed. A non-medtronic valve was implanted valve-in-valve resulting in improved blood pressure and a reduction of the vsd shunt. The shunt volume was 30%. Following the removal of the sheath, a major vascular complication, dissection of the right iliac artery, was noted. A stent was implanted but it was unable to stop the bleeding. A non-medtronic closure device was attempted to be used but it failed resulting in a surgical cutdown. A total repair using a vascular patch was done over the next three hours. The cause of the dissection was attributed to calcification and the narrow diameter of the vessel, as well as manipulation of the device within the vessel. The patient expired the following day due to a combination of heart dysfunction, bleeding, and the length of the procedure. No autopsy was performed.